Manufacturer narrative:
(B)(4). Date sent 10/2/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 9/9/2025 d4 batch # unk b3: only event year known: 2025 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the staples did not fully close. The doctor wanted to staple the colon and not all the staples went through and closed properly. They proceeded to use regular sutures to make some points. They included some of the staples as proof that they were malformed.

Manufacturer narrative:
(B)(4). Date sent 10/6/2025 d4 batch #757c98 investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the tx60b device arrived with no apparent damage and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties and the staples meet the staple form release criteria. In addition, 5 unformed staples and 1 staple partially formed were received inside of a plastic bag. However, no conclusion could be reach as to how staples are not formed or partially formed, since during device analysis no malformed staples were noted while performing device testing. The event described could not be confirmed as no malformed staples were observed and the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 757c98, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 09/11/2025. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? 1. No information. 2. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? 1. No information.